Event description:
Ous MDR - after an implantation time of about 11 months, it was reported that the lead was supposed to be revised because of poor sensing values and inappropriate shock deliveries. A new lead was placed during the operation. Aside from the shock deliveries, no other deterioration of the patient's state of health was reported.

Manufacturer narrative:
It was noted during the examination that the tip electrode had been pulled out of the adhesive connection of the ring electrode. This damage and the deformation of the coil indicate significant mechanical stress. The mechanical stress during the operation should be considered as cause. In summary, the ICD proved to be fully functional and is with the technical specifications. The lead showed damage in the area of the ring electrode, which was probably caused by the operation. There was no material defect or manufacturing error for either the ICD or the lead.